Event description:
It was reported that during a shoulder arthroscopy that a portion of the scissor broke off the device in the patient's shoulder joint. The surgeon looked for the detached portion for twenty minutes and was unable to locate it. There was no report of injury to the patient.